Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and allergy to metals ("allergy to nickel") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the fallopian tubes). Essure was removed. At the time of the report, the pelvic inflammatory disease and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic inflammatory disease to be related to essure. The reporter commented: the patient reported pelvic inflammation due to essure, allergy to nickel and surgery for removal of the fallopian tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic inflammatory disease. The analysis in the global safety database revealed 54 cases. Allergy to metals. The analysis in the global safety database revealed 261 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-jun-2017: further information could not be obtained. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and allergy to metals ("allergy to nickel") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the fallopian tubes) and surgery (removal of the fallopian tubes). Essure was removed. At the time of the report, the pelvic inflammatory disease and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic inflammatory disease to be related to essure. The reporter commented: the patient reported pelvic inflammation due to essure, allergy to nickel and surgery for removal of the fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc company causality comment a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic inflammation and allergy to nickel. A surgery for removal of the fallopian tubes was performed. The events are regarded as anticipated according to the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, the essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and allergy to metals ("allergy to nickel") in a (B)(6) female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and clinically significant/intervention required) and allergy to metals (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (removal of the fallopian tubes). Essure was withdrawn. At the time of the report, the pelvic inflammatory disease and allergy to metals outcome was unknown. The reporter considered pelvic inflammatory disease and allergy to metals to be related to essure. The reporter commented: the patient reported pelvic inflammation due to essure, allergy to nickel and surgery for removal of the fallopian tubes. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic inflammation and allergy to nickel. A surgery for removal of the fallopian tubes was performed. The events are regarded as anticipated according to the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, the essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Further information and product technical analysis are being sought.